Event description:
A (B)(6) old, brought to the emergency department with chest discomfort. She was started on a heparin drip using the cardiac protocol. The nurse set the bolus to run on the sigma spectrum pump. Within a minute of starting the bolus, the pump beeped and stopped. There was an error message. The nurse followed the directions on the error message: stop pump, turn the pump off, restart the pump. When the nurse restarted the pump, programmed dose of heparin had been erased. The nurse was not able to retrieve any information about how much of the bolus had infused. She notified the physician and it was decided to not give the bolus since it was not known how much had been given. The heparin continuous infusion was started on a different pump. The pump in question was sequestered and our biomedical department was notified.